Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, noise was noted on the right atrial lead. No intervention was performed, and the physician elected to continue monitoring the patient. The patient was stable in condition.